Event description:
It was reported that an x-ray performed on day post implant showed an angle in this electrode and the device is very posterior. The signal amplitude diminishes when the patient moves to left side in secondary vector and amplitudes are small in alternate vector. An anteroposterior x-ray showed the distal portion of the coil and tip electrode were curved to the left pectoral area. The patient reported discomfort located near the tip of the electrode. A revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that an x-ray performed on day post implant showed an angle in this electrode and the device was very posterior. The signal amplitude diminished when the patient moved to left side in secondary vector and amplitudes were small in alternate vector. An anteroposterior x-ray showed the distal portion of the coil and tip electrode were curved to the left pectoral area. The patient reported discomfort located near the tip of the electrode. A revision procedure was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.